Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured a single low flow event from (B)(6) 2022. Additional information stated that the patient called 911 for growing fear of a covert driveline fracture. The patient was admitted on (B)(6) 2022 for additional device evaluation. Clinician stated that patient would be put on ungrounded cable. It was further reported that computed tomography angiography (cta) done showed narrowing of inflow cannula only; no imaging of driveline was performed. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files confirmed a low flow event in the setting of a reported narrowing of the inflow cannula; however, a specific cause for these events could not be conclusively determined through this evaluation. The report of a narrowing of the inflow cannula, treated with blood thinner medications, was unable to be confirmed as no images were provided and no product is available. A review of the submitted log files found that the pump maintained a stable speed above the low speed limit without issue. A single low flow event was captured on (B)(6) 2022. Low voltage alarms were intermittently captured due to expected 14-volt battery depletion. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing frequent low voltage alarms. A review of the submitted log files found that the pump maintained a stable speed above the low-speed limit without issue. A single low flow event was captured on (B)(6) 2022. Low voltage alarms were intermittently captured due to expected 14-volt battery depletion. The patient continued to have low voltage alarms and called 911 due to growing fear of a driveline fracture. The patient was admitted for additional left ventricular assist device (lvad) evaluation. The plan was to give the patient an ungrounded patient cable and clean all connections. The decision was then made to exchange all of the patient¿s batteries due to the low voltage alarms persisting. A computed tomography angiography scan was done that showed narrowing of the inflow cannula. Multiple blood thinner medications were added to the patient¿s regimen. It was ultimately determined that the alarm that the patient was hearing frequently was coming from the patient¿s implantable cardioverter defibrillator, which was then addressed by electrophysiology. There was ultimately no suspicion of driveline fracture. The patient was discharged to home.